Manufacturer narrative:
B3 - date of event: event date not reported and estimated to first day of the month.

Event description:
It was reported that the filter was difficult to retract. The target lesion was located in the coronary artery. A filterwire ez? Was selected for left heart catheterization with percutaneous coronary intervention to treat coronary artery disease. During the procedure, the filter was deployed. However, it would not collapse and retract. The device was pulled back into guide and was removed. The procedure was completed with another of the same device. There were no patient complications as a result of this event.